Event description:
Information was received from a patient representative (rep) regarding a patient receiving intrathecal infumorph (morphine) at unknown concentrations/doses via an implantable pump for unknown indication for use. It was reported that the patient had a lumbar surgery on (B)(6) 2024 and the surgeon put a cage on the spine and the patient rep thought the doctor had occluded the catheter partially. When the patient went back for the follow up on 03-11-2024 the surgeon told the patient that he believed the incision to be infected and the healthcare provider (hcp) wanted to remove the pump right away. The patient rep stated they declined to have the pump removed. It was further reported that the patient went to have the pump refilled yesterday and reported a volume discrepancy. The managing doctor was expecting to remove 4-7ml but removed 14ml. The patient had used 84% of what medication was normally used. The patient rep wanted to know if there were tests to determine if the pump/catheter was working as they anticipate. Patient rep also ment ioned the patient had an auto immune disease. The patient was redirected to their healthcare provider to further address the issue. Additional information was received from the healthcare provider (hcp) reporting that the patient's lumbar surgery was unrelated to the medtronic device and/or therapy.

Manufacturer narrative:
Concomitant product ID 8731 lot# serial# (B)(6), product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8731, serial/lot #: (B)(6), ubd: 02-feb-2008, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.